Manufacturer narrative:
5076-52 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and possible undersensing. The lead remains in use and no programming changes have been noted. No patient complications have been reported as a result of this event.